Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the cutter and one side of the distal end of the shaft were broken off. However, the broken pieces were not returned for a proper investigation. The most common cause of this event is the excessive force applied to pry and/or leverage the device during use. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-1204as-95 flipcutter ii broke off in the bone socket during retro drilling. The surgeon removed the blade from inside the patient and the case was completed using another ar-1204as-95 flipcutter ii. This was discovered during an aclr procedure on (B)(6) 2023.